Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and confirmed that the system hung up intermittently after boot-up. Troubleshooting actions showed that the system needed multiple restarts to start up due to the host pc. The field service engineer (fse) cleared the host pc and restored the backup system which returned the system to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system has startup issues. The system was not in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the host pc was checked and cleaned and the backup system was re-installed, the system was returned to use in good working order.